Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called had a triathlon left tka on (B)(6) 2017. Has been in constant pain, swelling, wound not healing. After having a metal analysis, it was determined that he has a high reactive reaction to nickel.